Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion- expulsion/migration of essure device location of device: uterus'), embedded device ('stuck out in uterus'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nicotine dependence, chronic cervicitis and adhesion. Concurrent conditions included body mass index normal and uterine enlargement. Concomitant products included adalimumab (humira) from 2000 to 2016 and omeprazole since 2005. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general): abnormal uterine bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis ("rheumatoid arthritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), depression ("psychological or psychiatric problems condition: depression"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition:pcos"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), endometriosis ("other injury(ies) or complication, please describe: endometriosis"), abdominal pain ("abdominal pain/abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), nausea ("nausea"), pelvic pain ("chronic pelvic pain/pelvic pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication, please describe: fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy other (please specify) - cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine haemorrhage, urinary tract infection, depression, polycystic ovaries, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, endometriosis, uterine leiomyoma, abdominal pain, metrorrhagia, nausea, pelvic pain and abdominal pain lower outcome was unknown and the rheumatoid arthritis was resolving. The reporter considered abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, nausea, pelvic pain, polycystic ovaries, rheumatoid arthritis, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for bleeding, pelvic pain, abdominal pain, menorrhagia, expulsion, rheumatoid arthritis, nausea. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: coils were placed correctly. Pathology test - on (B)(6) 2018: 1. Ovarian cyst wall, left, cystectomy: benign serous cystadenofibroma. No atypia or malignancy identified. 2. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: total weight: 121 grams. Cervix with acute and chronic cervicitis. Benign denuded endometrium. Myometrium with a benign leiomyoma (2 mm in greatest dimension). Serosa with fibrous adhesions. Previously ligated bilateral fallopian tubes with para tubal cysts, no atypia or malignancy identified. Abnormal uterine bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion- expulsion/migration of essure device location of device: uterus'), embedded device ('stuck out in uterus'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nicotine dependence, chronic cervicitis and adhesion. Concurrent conditions included body mass index normal and uterine enlargement. Concomitant products included adalimumab (humira) from 2000 to 2016 and omeprazole since 2005. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general): abnormal uterine bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis ("rheumatoid arthritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), depression ("psychological or psychiatric problems condition: depression"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition:pcos"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), endometriosis ("other injury(ies) or complication, please describe: endometriosis"), abdominal pain ("abdominal pain/abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), nausea ("nausea"), pelvic pain ("chronic pelvic pain/pelvic pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication, please describe: fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy other (please specify) - cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine haemorrhage, urinary tract infection, depression, polycystic ovaries, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, endometriosis, uterine leiomyoma, abdominal pain, metrorrhagia, nausea, pelvic pain and abdominal pain lower outcome was unknown and the rheumatoid arthritis was resolving. The reporter considered abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, nausea, pelvic pain, polycystic ovaries, rheumatoid arthritis, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for bleeding, pelvic pain, abdominal pain, menorrhagia, expulsion, rheumatoid arthritis, nausea. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: coils were placed correctly. Pathology test - on (B)(6) 2018: 1. Ovarian cyst wall, left, cystectomy: benign serous cystadenofibroma. No atypia or malignancy identified. 2. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: total weight: 121 grams. Cervix with acute and chronic cervicitis. Benign denuded endometrium. Myometrium with a benign leiomyoma (2 mm in greatest dimension). Serosa with fibrous adhesions. Previously ligated bilateral fallopian tubes with para tubal cysts, no atypia or malignancy identified. Abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Reporters information were added.event: stuck out in uterus were added. Event: genital hemorrhage , uterine bleeding, rheumatoid arthritis was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion- expulsion'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding (general): abnormal uterine bleeding'), uterine haemorrhage ('abnormal uterine bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nicotine dependence, chronic cervicitis and adhesion. Concurrent conditions included body mass index normal and uterine enlargement. Concomitant products included adalimumab (humira) from 2000 to 2016 and omeprazole since 2005. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), depression ("psychological or psychiatric problems condition: depression"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition:pcos"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), endometriosis ("other injury(ies) or complication, please describe: endometriosis"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), nausea ("nausea"), pelvic pain ("chronic pelvic pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication, please describe: fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy other (please specify) - cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine haemorrhage, urinary tract infection, depression, polycystic ovaries, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, endometriosis, uterine leiomyoma, abdominal pain, metrorrhagia, nausea, pelvic pain and abdominal pain lower outcome was unknown and the rheumatoid arthritis was resolving. The reporter considered abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, nausea, pelvic pain, polycystic ovaries, rheumatoid arthritis, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for bleeding, pelvic pain, abdominal pain, menorrhagia, expulsion, rheumatoid arthritis, nausea. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: coils were placed correctly. Pathology test - on (B)(6) 2018: 1. Ovarian cyst wall, left, cystectomy: benign serous cystadenofibroma. No atypia or malignancy identified. 2. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: total weight: 121 grams. Cervix with acute and chronic cervicitis. Benign denuded endometrium. Myometrium with a benign leiomyoma (2 mm in greatest dimension). Serosa with fibrous adhesions. Previously ligated bilateral fallopian tubes with para tubal cysts, no atypia or malignancy identified. Abnormal uterine bleeding, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: case has became incident. Previously reported event "injury" replaced with new event: abnormal bleeding (general), abnormal uterine bleeding, abnormal bleeding (vaginal) , menorrhagia, infection (bladder/urinary tract/vaginal) type: utis, psychological or psychiatric problems condition: depression , autoimmune disorder type of disorder: rheumatoid arthritis, reproductive system disorder or condition type of disorder or condition: pcos, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, endometriosis, fibroids, abdominal pain, metrorrhagia (bleeding b/w periods), breakage/ expulsion- expulsion, nausea, abdominal pain lower. Event outcome were added, reporter information were updated, lab data, patient history, concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.